Event description:
It was reported that customer was hospitalized for high blood glucose issues. Customer stated she has been having blood glucose levels over 300 mg/dl since (B)(6) 2014. Customer stated she is also a nurse and had gone to work when they made her leave and go to the emergency room. Customer stated she did not receive any no del alarms during this event. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.